Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Myocardial infarction and cardiogenic shock are known potential adverse effects per the device instructions for use (IFU). Coronary occlusion is a known potential adverse event in the device IFU associated with the implantation of the device and it can be attributed to procedural factors (e.g. Valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g. Location of coronaries with respect to the valve, height of ostia, etc.). A procedure-related or valve-related death is an inherent risk when the patient condition is such that a percutaneous aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. This event does not indicate device malfunction or misuse contributed to the reported events. Updated: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three days after the implant of this transcatheter bioprosthetic valve, an myocardial infarction (mi) occurred. Cardiogenic shock with lower right ventricular st segment elevation myocardial infarct (stemi) was reported. The right coronary artery (rca) was unable to be cannulated for percutaneous coronary intervention (pci). Subsequently, the patient died. The cause of death was reported to be due to lower stemi with compromised right ventricle, cardiogenic shock and inability to cannulate the rca.